Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements. Pacing impedance measurements were noted to be within an acceptable range. Additionally, it was reported that the patient experienced phrenic nerve stimulation with lv pacing. Fluoroscopic imaging revealed that the lead was fractured. The physician observed that the proximal and distal ends criss-crossed with about one centimeter of separation between. A revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Subsequent information was received that a revision procedure was performed approximately two months later. The lv lead was capped and surgically abandoned and a new lead was placed successfully. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.